Event description:
It was reported that asymptomatic hypotension occurred during stent post dilatation in the left internal carotid artery. Systolic blood pressure readings were in 80-100s, dopamine and intravenous fluids were given and antihypertensive medications were held. Hypotension improved and stabilized, but persisted at the time of discharge 2 days later. Antihypertensive medications continued to be held at the time of discharge. Post procedure the patient experienced blurred peripheral vision in the left eye. No treatment was given and the deficit resolved within 24 hours. 1 day post procedure the patient experienced pain in the left jaw during chewing. No treatment was given and the event resolved the next day. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). Hypotension, pain, visual disturbances and neurological event may occur during this type of procedure and as listed in the instructions for use, are known potential adverse events associated with the use of the product. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined. However, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.